Event description:
It was reported that the pt received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. It was reported that the pt did not completely prime the infusion set tubing following a cartridge and infusion set change. The pt was, therefore, without insulin delivery for a period of time as the infusion set tubing contained air. The pump user guide instructs to the user to continue to prime the tubing until drops of insulin are seen. The pt has continued to use the pump with no reported subsequent events.